Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is experiencing constant pain at the ipg site, which gets worse when the pt is sitting. It was also reported the pt has lost weight. Surgical intervention is planned to address the reported issue.